Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery.